Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead was dislodge. In addition, the lead insulation was damaged. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported. Additional information indicates that dislodgement was confirmed through fluoroscopy.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead was dislodge. In addition, the lead insulation was damaged. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.